Event description:
The customer reported that the sys intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The interconnect cable was evaluated and replaced during the service event. The system was tested and found to be working as intended and returned to service.